Event description:
According to the reporter, during servicing, the handle unrecognized the reload and adapter. The user attached the adapter and abnormal cycles took more than the allotted time. Re-attachment was done and again abnormally long cycle before loading occurred. Retried and reloaded again still getting the error unrecognized for both adapter and reload. Tried another reload and the issue was the same. It was noted that the adapter and reload worked with another handle. Nothing was done to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found the handle was running 29.5.3 software at the time of the fpga reset/reprogram failures.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#unknown). Unk-sigadapt, unknown signia egia adapter (sn:unknown). Unknown egia su, unknown endo gia sulu (lot#unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the oled(organic light emitting diode) was functional but had large sections of non-functional pixels. Functional testing indicated a longer adapter calibration time than normal as well as issues during the clamp test. The handle had 241 of 300 procedures remaining. Analysis of data stored on the handle indicated that there were field programmable gate array (fpga) errors during adapter calibration and the reload clamp test. According to this data, the handle was running 29.5.3 software at the time of the fpga reset/reprogram failures. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the handle did not recognize the adapter, the adapter recognition was delayed beyond the expected time frame for recognition after loading, and the device did not recognize the attached reload properly. The reported issues were confirmed. The most likely cause was traced to software coding. The evaluation detected an unreported condition: a clamshell was attached to the device and held out at an arms length. The handle was then tilted upwards at a thirty degree angle. The screen was not clearly visible when held in this manner. Visual analysis noted that the screen was abnormal. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.